Manufacturer narrative:
Complaint (B)(4). Received 15pcs 450261/a18054up for evaluation. We have no further inventory of the material/batch. We have no further complaints on the material/batch. We forwarded the complaint and samples to our affiliated headquarters in (B)(4) from which we receive this product. According to their investigation and comments, a review of production documentation of the concerned material/batch shows no irregularities related to the reported error. The customer returned samples were visually checked; no deviations were observed. Samples were functionally checked; no abnormalities were detected. In addition, the tensile strength test did not reveal any deviations. The complaint could not be confirmed.

Event description:
Customer states the needle broke upon insertion of the tube.